Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. Maquet cardiopulmonary ag has initiated customer notification concerning the problem, potential risk and recommended handling in the event this failure occurs ((B)(4)). Additional information: the product mentioned under section d is not distributed to the u.s., but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153.

Event description:
It was reported blood was observed dripping - one drop per minute, from the backup air outlet on the bottom of the device holder. Estimated blood loss was 216 ml. Due to the patient's condition, the device was not exchanged. ECMO was run for 9 days. No reported patient effect. No delay in treatment. ECMO - extra corporeal membrane oxygenation. (B)(4).